Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/13/2015 with the following findings: investigation revealed a crack in the battery compartment. Evaluation also revealed that the display was dim and discolored when the pump was powered on. Unrelated to these issues, investigation revealed that the audio bolus button cover was lifted on one side. The audio bolus button responded appropriately during testing. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a crack in the battery compartment. Evaluation also revealed that the display was dim and discolored. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 11/13/2015.